Event description:
It was reported there was a self test failure error. The biomed could not reproduce the issue. The biomed was planning on fully testing the device and returning it to service. No patient involvement or complications were reported.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.